Event description:
Upon opening sterile portex spinal kit, crna found that there was no whitacre needle in the package. Crna had to take 5 additional minutes to find another needle in order to be able to finish the spinal anesthesia. No negative patient outcome. Dates of use: 2009. Diagnosis: spinal anesthesia.